Event description:
Hcp reported a pump malfunction--no drug flow. The full amount of the drug was found in the reservoir at the refill date. There were no patient complications. The device was explanted and returned to the manufacturer for analysis. A follow-up report will be sent when additional information is received.